Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited pacemaker mediated tachycardia due to over sensed noise. No intervention was reported. There were no patient consequences.